Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. Process step and cycle were not found in the event log. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the patient alarm log of the hc device. The root cause was not determined. The batch review was not performed because the lot number is unknown. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted if additional information is obtained.